Event description:
It was reported that the collimator on the fluorostar 7800 system was open too large. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.